Event description:
Device 2 of 2. Reference MFR report#1627487-2019-00549. Additional information received identified that therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report# 1627487-2019-00549. It was reported that the lead diagnostics revealed high impedances after connecting to the new ipg. As a result, surgical intervention was undertaken wherein the scs system was explanted and replaced on (B)(6) 2018.